Event description:
The rptr stated that the surgeon was inserting a single piece silicone lens model aa4204vl and the lens tore and was removed with no pt injury. This was one of two incidents that occurred to this same pt. See MFR report # 2023826-2007-00581 for the first report.

Manufacturer narrative:
Results: a visual inspection of the returned prod shows one haptic is torn off and missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.